Manufacturer narrative:
The technician replaced the brake steer caster, brake caster and the swivel caster wheels to resolve the issue.

Event description:
The technician alleged that the brake casters continue to swivel while the brakes are engaged. No pt impact.